Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and fecal incontinence. It was reported that since the beginning their ins battery was trying to push out of their skin so the patient took a picture of the "lump" and sent the photo to the physician's assistant (pa) on day 2 and the pa told them it was "doing fine." The patient stated the doctor admitted their ins was shallow and that was an issue so they had to have the doctor do surgery to reposition the ins battery and after that, the therapy seemed to be working fine.